Event description:
Pt stated that her pump primes all the insulin but before use. The pump she was using was a loaner pump, because her old pump has same malfunction. It was found that the pt was using devices from lot 8.

Manufacturer narrative:
The internal reference number is svn: (B)(4). Eval summary: used device: no used samples were returned for eval. Unused devices: seven unused samples were returned for eval. The unused devices were visually inspected and found to be humid at the membrane of the reservoir connectors. A flow and leak test were performed, and the used devices were found to be within product specifications. A reservoir connector vent test was performed and the unused devices were found to be clogged in the vents. Reference samples: the retained samples were visually inspected, flow and leak tested and no anomalies were observed. All retained samples were found to be within specifications.